Event description:
Additional information was received regarding the patient. The high impedance was first seen (B)(6) 2011 and the last good diagnostics were (B)(6) 2011. X-rays were taken but were no sent to the manufacturer for review. The x-rays showed that there was scar tissue formation around the nerve and inside the electrode coils and there were no discontinuities or sharp angles that were visualized. There was not reported manipulation or trauma. The product will not be returned to the manufacturer since the hospital will only returned to the patient and the patient can then return to the manufacturer. The hospital will not return to the manufacturer.

Event description:
It was reported that the pt underwent full revision surgery for an unk reason on (B)(6) 2011. Further info received reveals that the reason for the surgery was high impedance on her device. Attempts for further info have been unsuccessful to date.